Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket wire was fractured during stone removal inside the patient. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire was fractured. Block h10: investigation results the returned trapezoid rx was received for analysis. Visual examination of the returned device found the tip of the basket was detached. Also, the side car rx was found torn and pushed back 1mm. The basket wires were not broken. The reported event of basket wire break was not confirmed. Based on the available information, the side car push back and tip detachment most likely happened during the attempt to remove the stone. These were most likely caused by the amount of force applied on the thumb ring from the handle when trying to crush the stone. Therefore, the most probable root cause for is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire was fractured.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket wire was fractured during stone removal inside the patient. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.